Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was returned and evaluated against the reported event. Visual evaluation of the 40mm screw identified damage around the hex head. Circumferential witness marks were observed on the shank. Dimensional analysis could not be performed as the damage was too severe. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 00625006530 ¿ bone screw ¿ unknown lot; xl-200150 ¿ active articulation bearing ¿ 867930; 110024464 ¿ dual mobility liner ¿ 703100; 163638 ¿ cocr head ¿ 107320; 010000664 ¿ g7 shell ¿ 6692072. Product has been received and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted upon completion. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00458.

Event description:
It was reported that patient presented to physician approximately 10 days post hip procedure. At that time it was found that the screw head was damaged and went through the hole of the shell. Approximately 4 days later, the patient underwent a revision procedure. Attempts have been made and additional information on the reported event is unavailable at this time.